Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was broken between the shaft and the funnel.

Manufacturer narrative:
The reported event is confirmed as manufacturing related due to the tear less than 0.25" from the funnel. Visual evaluation of the returned sample noted one opened (no original packaging present), silicone foley catheter torn into two pieces at the bifurcation. Damage to the catheter shaft was out of specification. The shaft outer diameter(0.1725"), was within the specification(0.180"±0.010). The catheter was confirmed to be 14fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter was broken between the shaft and the funnel.